Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening, red particles and creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: one opening sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp edge opening in the side radius assessed as unid entified (tear) opening.

Event description:
Healthcare professional reported right side rupture, capsular contracture, baker grade unknown, and pain. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture, capsular contracture, baker grade unknown, and pain. Device has been explanted.